Event description:
Ous MDR - oversensing was reported to us after an implantation time of about 16 months. No worsening of the patient's state of health was reported. The lead was explanted on (B) (6) 2009.

Manufacturer narrative:
Ous MDR - the analysis of the lead discovered fraying of the insulation at several places. The fraying of the insulation is to be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive mechanical load at the lead over a longer period of time by, e.g., friction at the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. The deformation of the shock coils and the cuts in the insulation are probably due to the explantation process. The analysis did not find any materials defects or manufacturing errors at the lead.